Event description:
On (B)(4) 2012, the reporters, the patient's parents, contacted animas to report that on (B)(6) 2012, the patient obtained a blood glucose reading of 500 mg/dl, and experienced the symptoms of vomiting, dehydration and tested positive for ketones. The patient was admitted to the hospital with a diagnosis of dka. It was reported the patient's basal rate setting had been increased to 1.2 units/hour for 24 hours two weeks prior to this event. While hospitalized, the patient was receiving 3.0 to 5.0 units/hour insulin intravenously per 24 hours. Troubleshooting revealed all pump settings, programming and date/time were correct, all total basal/bolus doses given correctly matched those programmed, and there were no issues with the infusion set or infusion site. It was also revealed the patient's father may not have used sufficient volume of insulin to prime the cannula, which may have led to under-infusion of insulin. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique may have been incorrect by not adequately filling the infusion set cannula. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, and was hospitalized in dka, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.